Manufacturer narrative:
Bayer case number: (B)(4) reported some pink discharge [vaginal discharge abnormality], chronic fatigue [chronic fatigue], osteoarticular pain [osteoarticular pain], gynecological disorders [reproductive tract disorder], sick leave [sick leave], dizziness [dizziness], knee pain [knee pain], generalized muscle pain [generalized muscle aches], joint pain [joint pain], new allergies [multiple allergies], visual disturbances [visual disturbances], insomnia [insomnia], hair loss [hair loss], weight gain [weight gain], heart problems [heart disorder], nausea [nausea], anxiety [anxiety], memory problem [memory disturbance], concentration difficulty [concentration impairment], speech difficulty [speech disorder], severe urinary inflammation [urinary tract inflammation], kidneys pain [kidney pain], fever [fever]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of vaginal discharge ("reported some pink discharge") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ankylosing spondylitis in 2003 and uterine bleeding, fibroids, adenoma, cholecystectomy, abortion (1), parity 3 (2005, 2007 and 2011), burning sensation, itching, detergent sensitivity and drug allergy (ertain pollens, antibiotic flemoxin). Previously administered products included: zelitrex, mirena and copper iud. Past adverse reactions to the above products included: lower back pain with mirena and irritation with copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced knee pain ("knee pain"). In (B)(6) 2016 she experienced fatigue ("chronic fatigue") and joint pain ("joint pain"). In (B)(6) 2016 she experienced visual impairment ("visual disturbances"). In (B)(6) 2017 she experienced myalgia ("generalized muscle pain"). In march 2017 she experienced dizziness ("dizziness"). In (B)(6) 2017 she experienced multiple allergies ("new allergies"). Essure was removed on (B)(6) 2018. On unknown date she experienced vaginal discharge (seriousness criterion intervention required), osteoarticular pain ("osteoarticular pain"), reproductive tract disorder ("gynecological disorders"), sick leave ("sick leave"), insomnia ("insomnia"), alopecia ("hair loss"), cardiac disorder ("heart problems"), nausea ("nausea"), anxiety ("anxiety"), memory impairment ("memory problem"), disturbance in attention ("concentration difficulty"), speech disorder ("speech difficulty"), urinary tract inflammation ("severe urinary inflammation"), renal pain ("kidneys pain") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with doliprane (paracetamol), spasfon (phloroglucinol, trimethylphloroglucinol) and nsaid n (nepafenac) as well as surgery (total hysterectomy & bilateral salpingectomy). At the time of the report, the knee pain and myalgia were resolving, the fatigue, osteoarticular pain, dizziness, insomnia, alopecia, anxiety, memory impairment, disturbance in attention and speech disorder had resolved and the vaginal discharge had not resolved. The outcomes for reproductive tract disorder, sick leave, multiple allergies, visual impairment, weight increased, cardiac disorder, nausea, urinary tract inflammation, renal pain and pyrexia were unknown. The reporter considered alopecia, anxiety, knee pain, joint pain, osteoarticular pain, cardiac disorder, disturbance in attention, dizziness, fatigue, insomnia, memory impairment, multiple allergies, myalgia, nausea, pyrexia, renal pain, reproductive tract disorder, sick leave, speech disorder, urinary tract inflammation, vaginal discharge, visual impairment and weight increased to be related to essure administration. The reporter commented: insertion details: essure was fitted. Surgical report stated that two 3-coil implants were fitted without any intraoperative complications. Hospitalization report stated that the patient was hospitalized for one day with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: the tubal obstruction system was visualized on both the right and left sides. It appeared to be in place. No other abnormalities were found.; on (B)(6) 2017: without preparation was normal; on (B)(6) 2018: normal [allergy test] on (B)(6) 2016: negative for nickel, cobalt, chrome, titanium salt [magnetic resonance imaging joint] on (B)(6) 2016: revealed slight heterogeneities in the patellar cartilage, indicating chondropathy. The other cartilage surfaces of the knee were normal. Posterior fluid effusion around the medial gastrocnemius muscle, suggesting a rupture of the popliteal cyst. There was no intra-articular fluid effusion or visible foreign body. The menisci were normal in shape, with clear contours and a homogeneous surface, and no traumatic lesions. The cruciate and collateral ligaments were normally tense. No condylar osteochondrosis; (date unknown): normal [magnetic resonance imaging spinal] on (B)(6) 2016: no signs of axial spondyloarthritis activity in the cervical-thoracic-lumbar spine. [Mammogram] on (B)(6) 2017: bilateral breast ultrasound showed acr 2 bilateral [pathology test] (date unknown): total hysterectomy + bilateral salpingectomy: presence of adenomyosis lesions. Disseminated throughout the myometrium, associated with a small leiomyoma with characteristic appearance. The surface. Endometrium was in the proliferative phase. The cervix, right fallopian tube, and left fallopian tube were within normal. Histological limits [spinal x-ray] on (B)(6) 2016: frontal x-ray of the pelvis performed: pelvic tilt from right to left with asymmetry of approximately 9 mm. No abnormalities; no other pelvic deformities. There was lumbar hyperlordosis, without degenerative disc disease. At most, there was early post-apophyseal arthropathy mainly in l5-s1. No spondylolisthesis or isthmic lysis visible at this time. The thoracolumbar spine showed scoliosis with left convexity and right convexity in the thoracic spine. The various thoracic vertebral bodies showed no other abnormalities [ultrasound pelvis] on (B)(6) 2017: implants in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Reported some pink discharge [vaginal discharge abnormality], chronic fatigue [chronic fatigue], osteoarticular pain [osteoarticular pain], gynecological disorders [reproductive tract disorder], sick leave [sick leave], dizziness [dizziness], knee pain [knee pain], generalized muscle pain [generalized muscle aches], joint pain [joint pain], new allergies [multiple allergies], visual disturbances [visual disturbances], insomnia [insomnia], hair loss [hair loss], weight gain [weight gain], heart problems [heart disorder], nausea [nausea], anxiety [anxiety], memory problem [memory disturbance], concentration difficulty [concentration impairment], speech difficulty [speech disorder], severe urinary inflammation [urinary tract inflammation], kidneys pain [kidney pain], fever [fever]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of vaginal discharge ("reported some pink discharge") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ankylosing spondylitis in 2003 and uterine bleeding, fibroids, adenoma, cholecystectomy, abortion (1), parity 3 ((2005, 2007 and 2011)), burning sensation, itching, detergent sensitivity and drug allergy (ertain pollens, antibiotic flemoxin). Previously administered products included: zelitrex, mirena and copper iud. Past adverse reactions to the above products included: lower back pain with mirena and irritation with copper iud. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, she experienced knee pain ("knee pain"). On (B)(6) 2016, she experienced fatigue ("chronic fatigue") and joint pain ("joint pain"). On (B)(6) 2016, she experienced visual impairment ("visual disturbances"). On (B)(6) 2017, she experienced myalgia ("generalized muscle pain"). On march 2017, she experienced dizziness ("dizziness"). On (B)(6) 2017, she experienced multiple allergies ("new allergies"). Essure was removed on (B)(6)2018. On unknown date she experienced vaginal discharge (seriousness criterion intervention required), osteoarticular pain ("osteoarticular pain"), reproductive tract disorder ("gynecological disorders"), sick leave ("sick leave"), insomnia ("insomnia"), alopecia ("hair loss"), cardiac disorder ("heart problems"), nausea ("nausea"), anxiety ("anxiety"), memory impairment ("memory problem"), disturbance in attention ("concentration difficulty"), speech disorder ("speech difficulty"), urinary tract inflammation ("severe urinary inflammation"), renal pain ("kidneys pain") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with dolaproine (paracetamol), spasfon (phloroglucinol, trimethylphloroglucinol) and nsaid n (nepafenac) as well as surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018 at the time of the report, the knee pain and myalgia were resolving, the fatigue, osteoarticular pain, dizziness, insomnia, alopecia, anxiety, memory impairment, disturbance in attention and speech disorder had resolved and the vaginal discharge had not resolved. The outcomes for reproductive tract disorder, sick leave, multiple allergies, visual impairment, weight increased, cardiac disorder, nausea, urinary tract inflammation, renal pain and pyrexia were unknown. The reporter considered alopecia, anxiety, knee pain, joint pain, osteoarticular pain, cardiac disorder, disturbance in attention, dizziness, fatigue, insomnia, memory impairment, multiple allergies, myalgia, nausea, pyrexia, renal pain, reproductive tract disorder, sick leave, speech disorder, urinary tract inflammation, vaginal discharge, visual impairment and weight increased to be related to essure administration. The reporter commented: insertion details: essure was fitted. Surgical report stated that two 3-coil implants were fitted without any intraoperative complications. Hospitalization report stated that the patient was hospitalized for one day with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: the tubal obstruction system was visualized on both the right and left sides. It appeared to be in place. No other abnormalities were found.; on (B)(6) 2017: without preparation was normal; on (B)(6) 2018: normal [allergy test] on (B)(6) 2016: negative for nickel, cobalt, chrome, titanium salt [magnetic resonance imaging joint] on (B)(6) 2016: revealed slight heterogeneities in the patellar cartilage, indicating chondropathy. The other cartilage surfaces of the knee were normal. Posterior fluid effusion around the medial gastrocnemius muscle, suggesting a rupture of the popliteal cyst. There was no intra-articular fluid effusion or visible foreign body. The menisci were normal in shape, with clear contours and a homogeneous surface, and no traumatic lesions. The cruciate and collateral ligaments were normally tense. No condylar osteochondrosis; (date unknown): normal [magnetic resonance imaging spinal] on (B)(6) 2016: no signs of axial spondyloarthritis activity in the cervical-thoracic-lumbar spine. [Mammogram] on (B)(6) 2017: bilateral breast ultrasound showed acr 2 bilateral [pathology test] (date unknown): total hysterectomy + bilateral salpingectomy: presence of adenomyosis lesions disseminated throughout the myometrium, associated with a small leiomyoma with characteristic appearance. The surface endometrium was in the proliferative phase. The cervix, right fallopian tube, and left fallopian tube were within normal histological limits [spinal x-ray] on (B)(6) 2016: frontal x-ray of the pelvis performed: pelvic tilt from right to left with asymmetry of approximately 9 mm. No abnormalities; no other pelvic deformities. There was lumbar hyperlordosis, without degenerative disc disease. At most, there was early post-apophyseal arthropathy mainly in l5-s1. No spondylolisthesis or isthmic lysis visible at this time. The thoracolumbar spine showed scoliosis with left convexity and right convexity in the thoracic spine. The various thoracic vertebral bodies showed no other abnormalities [ultrasound pelvis] on (B)(6) 2017: implants in place case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Reported some pink discharge [vaginal discharge abnormality], chronic fatigue [chronic fatigue], osteoarticular pain [osteoarticular pain], gynecological disorders [reproductive tract disorder], sick leave [sick leave], dizziness [dizziness], knee pain [knee pain], generalized muscle pain [generalized muscle aches], joint pain [joint pain], new allergies [multiple allergies], visual disturbances [visual disturbances], insomnia [insomnia], hair loss [hair loss], weight gain [weight gain], heart problems [heart disorder], nausea [nausea], anxiety [anxiety], memory problem [memory disturbance], concentration difficulty [concentration impairment], speech difficulty [speech disorder], severe urinary inflammation [urinary tract inflammation], kidneys pain [kidney pain], fever [fever]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of vaginal discharge ("reported some pink discharge") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ankylosing spondylitis in 2003 and uterine bleeding, fibroids, adenoma, cholecystectomy, abortion (1), parity 3 ((2005, 2007 and 2011)), burning sensation, itching, detergent sensitivity and drug allergy (ertain pollens, antibiotic flemoxin). Previously administered products included: zelitrex, mirena and copper iud. Past adverse reactions to the above products included: lower back pain with mirena and irritation with copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced knee pain ("knee pain"). In (B)(6) 2016 she experienced fatigue ("chronic fatigue") and joint pain ("joint pain"). In (B)(6) 2016 she experienced visual impairment ("visual disturbances"). In (B)(6) 2017 she experienced myalgia ("generalized muscle pain"). In (B)(6) 2017 she experienced dizziness ("dizziness"). In (B)(6) 2017 she experienced multiple allergies ("new allergies"). Essure was removed on (B)(6) 2018. On unknown date she experienced vaginal discharge (seriousness criterion intervention required), osteoarticular pain ("osteoarticular pain"), reproductive tract disorder ("gynecological disorders"), sick leave ("sick leave"), insomnia ("insomnia"), alopecia ("hair loss"), cardiac disorder ("heart problems"), nausea ("nausea"), anxiety ("anxiety"), memory impairment ("memory problem"), disturbance in attention ("concentration difficulty"), speech disorder ("speech difficulty"), urinary tract inflammation ("severe urinary inflammation"), renal pain ("kidneys pain") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with doliprane (paracetamol), spasfon (phloroglucinol, trimethylphloroglucinol) and nsaid n (nepafenac) as well as surgery (total hysterectomy & bilateral salpingectomy). At the time of the report, the knee pain and myalgia were resolving, the fatigue, osteoarticular pain, dizziness, insomnia, alopecia, anxiety, memory impairment, disturbance in attention and speech disorder had resolved and the vaginal discharge had not resolved. The outcomes for reproductive tract disorder, sick leave, multiple allergies, visual impairment, weight increased, cardiac disorder, nausea, urinary tract inflammation, renal pain and pyrexia were unknown. The reporter considered alopecia, anxiety, knee pain, joint pain, osteoarticular pain, cardiac disorder, disturbance in attention, dizziness, fatigue, insomnia, memory impairment, multiple allergies, myalgia, nausea, pyrexia, renal pain, reproductive tract disorder, sick leave, speech disorder, urinary tract inflammation, vaginal discharge, visual impairment and weight increased to be related to essure administration. The reporter commented: insertion details: essure was fitted. Surgical report stated that two 3-coil implants were fitted without any intraoperative complications. Hospitalization report stated that the patient was hospitalized for one day with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: the tubal obstruction system was visualized on both the right and left sides. It appeared to be in place. No other abnormalities were found.; on (B)(6) 2017: without preparation was normal; on (B)(6) 2018: normal. [Allergy test] on (B)(6) 2016: negative for nickel, cobalt, chrome, titanium salt. [Magnetic resonance imaging joint] on (B)(6) 2016: revealed slight heterogeneities in the patellar cartilage, indicating chondropathy. The other cartilage surfaces of the knee were normal. Posterior fluid effusion around the medial gastrocnemius muscle, suggesting a rupture of the popliteal cyst. There was no intra-articular fluid effusion or visible foreign body. The menisci were normal in shape, with clear contours and a homogeneous surface, and no traumatic lesions. The cruciate and collateral ligaments were normally tense. No condylar osteochondrosis; (date unknown): normal [magnetic resonance imaging spinal] on (B)(6) 2016: no signs of axial spondyloarthritis activity in the cervical-thoracic-lumbar spine. [Mammogram] on (B)(6) 2017: bilateral breast ultrasound showed acr 2 bilateral [pathology test] (date unknown): total hysterectomy + bilateral salpingectomy: presence of adenomyosis lesions disseminated throughout the myometrium, associated with a small leiomyoma with characteristic appearance. The surface endometrium was in the proliferative phase. The cervix, right fallopian tube, and left fallopian tube were within normal histological limits. [Spinal x-ray] on (B)(6) 2016: frontal x-ray of the pelvis performed: pelvic tilt from right to left with asymmetry of approximately 9 mm. No abnormalities; no other pelvic deformities. There was lumbar hyperlordosis, without degenerative disc disease. At most, there was early post-apophyseal arthropathy mainly in l5-s1. No spondylolisthesis or isthmic lysis visible at this time. The thoracolumbar spine showed scoliosis with left convexity and right convexity in the thoracic spine. The various thoracic vertebral bodies showed no other abnormalities [ultrasound pelvis] on (B)(6) 2017: implants in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up (B)(4) found to be duplicate of each other therefore (B)(4) needs to nullify from (B)(4) database. All source documents, references, events, reporters & all relevant information have been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) reported some pink discharge [vaginal discharge abnormality] , chronic fatigue [chronic fatigue] , osteoarticular pain [osteoarticular pain] , gynecological disorders [reproductive tract disorder] , sick leave [sick leave] , dizziness [dizziness] , knee pain [knee pain] , generalized muscle pain [generalized muscle aches] , joint pain [joint pain] , new allergies [multiple allergies] , visual disturbances [visual disturbances] , insomnia [insomnia] , hair loss [hair loss] , weight gain [weight gain] , heart problems [heart disorder] , nausea [nausea] , anxiety [anxiety] , memory problem [memory disturbance], concentration difficulty [concentration impairment] , speech difficulty [speech disorder] , severe urinary inflammation [urinary tract inflammation], kidneys pain [kidney pain] , fever [fever] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of vaginal discharge ("reported some pink discharge") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ankylosing spondylitis in 2003 and uterine bleeding, fibroids, adenoma, cholecystectomy, abortion (1), parity 3 ((2005, 2007 and 2011)), burning sensation, itching, detergent sensitivity and drug allergy (ertain pollens, antibiotic flemoxin). Previously administered products included: zelitrex, mirena and copper iud. Past adverse reactions to the above products included: lower back pain with mirena and irritation with copper iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced knee pain ("knee pain"). In (B)(6) 2016 she experienced fatigue ("chronic fatigue") and joint pain ("joint pain"). In (B)(6) 2016 she experienced visual impairment ("visual disturbances"). In (B)(6) 2017 she experienced myalgia ("generalized muscle pain"). In (B)(6) 2017 she experienced dizziness ("dizziness"). In (B)(6) 2017 she experienced multiple allergies ("new allergies"). Essure was removed on (B)(6) 2018. On unknown date she experienced vaginal discharge (seriousness criterion intervention required), osteoarticular pain ("osteoarticular pain"), reproductive tract disorder ("gynecological disorders"), sick leave ("sick leave"), insomnia ("insomnia"), alopecia ("hair loss"), cardiac disorder ("heart problems"), nausea ("nausea"), anxiety ("anxiety"), memory impairment ("memory problem"), disturbance in attention ("concentration difficulty"), speech disorder ("speech difficulty"), urinary tract inflammation ("severe urinary inflammation"), renal pain ("kidneys pain") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with doliprane (paracetamol), spasfon (phloroglucinol, trimethylphloroglucinol) and nsaid n (nepafenac) as well as surgery (total hysterectomy & bilateral salpingectomy). At the time of the report, the knee pain and myalgia were resolving, the fatigue, osteoarticular pain, dizziness, insomnia, alopecia, anxiety, memory impairment, disturbance in attention and speech disorder had resolved and the vaginal discharge had not resolved. The outcomes for reproductive tract disorder, sick leave, multiple allergies, visual impairment, weight increased, cardiac disorder, nausea, urinary tract inflammation, renal pain and pyrexia were unknown. The reporter considered alopecia, anxiety, knee pain, joint pain, osteoarticular pain, cardiac disorder, disturbance in attention, dizziness, fatigue, insomnia, memory impairment, multiple allergies, myalgia, nausea, pyrexia, renal pain, reproductive tract disorder, sick leave, speech disorder, urinary tract inflammation, vaginal discharge, visual impairment and weight increased to be related to essure administration. The reporter commented: insertion details: essure was fitted. Surgical report stated that two 3-coil implants were fitted without any intraoperative complications. Hospitalization report stated that the patient was hospitalized for one day with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: the tubal obstruction system was visualized on both the right and left sides. It appeared to be in place. No other abnormalities were found.; on (B)(6) 2017: without preparation was normal; on (B)(6) 2018: normal [allergy test] on (B)(6) 2016: negative for nickel, cobalt, chrome, titanium salt [magnetic resonance imaging joint] on (B)(6) 2016: revealed slight heterogeneities in the patellar cartilage, indicating chondropathy. The other cartilage surfaces of the knee were normal. Posterior fluid effusion around the medial gastrocnemius muscle, suggesting a rupture of the popliteal cyst. There was no intra-articular fluid effusion or visible foreign body. The menisci were normal in shape, with clear contours and a homogeneous surface, and no traumatic lesions. The cruciate and collateral ligaments were normally tense. No condylar osteochondrosis; (date unknown): normal [magnetic resonance imaging spinal] on (B)(6) 2016: no signs of axial spondyloarthritis activity in the cervical-thoracic-lumbar spine. [Mammogram] on (B)(6) 2017: bilateral breast ultrasound showed acr 2 bilateral [pathology test] (date unknown): total hysterectomy + bilateral salpingectomy: presence of adenomyosis lesions. Disseminated throughout the myometrium, associated with a small leiomyoma with characteristic appearance. The surface endometrium was in the proliferative phase. The cervix, right fallopian tube, and left fallopian tube were within normal histological limits. [Spinal x-ray] on (B)(6) 2016: frontal x-ray of the pelvis performed: pelvic tilt from right to left with asymmetry of approximately 9 mm. No abnormalities; no other pelvic deformities. There was lumbar hyperlordosis, without degenerative disc disease. At most, there was early post-apophyseal arthropathy mainly in l5-s1. No spondylolisthesis or isthmic. Lysis visible at this time. The thoracolumbar spine showed scoliosis with left convexity and right convexity in the thoracic spine. The various thoracic vertebral bodies showed no other abnormalities [ultrasound pelvis] on (B)(6) 2017: implants in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.